Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during delivery to the target posterior cerebral artery (pca) lesion, the tip of the subject guidewire was accidentally inserted into a perforator branch several times. Post procedure, asymptomatic intracranial hemorrhage (ich) was noticed in the right thalamus area. The next day, a left cerebellar hemisphere infarction was observed with an obstructive hydrocephalus. The patient underwent an external decompression, and an external ventricular drainage was placed. Eight days post procedure, the patient died. The cause of death was sepsis.

Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. Patient vessel perforation, hemorrhage, stroke, infection, death and complications are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during delivery to the target posterior cerebral artery (pca) lesion, the tip of the subject guidewire was accidentally inserted into a perforator branch several times. Post procedure, asymptomatic intracranial hemorrhage (ich) was noticed in the right thalamus area. The next day, a left cerebellar hemisphere infarction was observed with an obstructive hydrocephalus. The patient underwent an external decompression, and an external ventricular drainage was placed. Eight days post procedure, the patient died. The cause of death was sepsis.